Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic with premature battery depletion. The device is scheduled for replacement. The patient is stable.

Event description:
New information received indicates that the battery was depleting as expected. The device was explanted. Unknown serial number was identified as (B)(4).

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench and no anomaly was found.